Manufacturer narrative:
4315 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "ripped all the way down to the gray". The tip cover was found to have tearing at the mouth at the distal end. The tear was not axially aligned with the tip cover and measured 0.20" in length. No material appeared to be missing. There were no signs of thermal damage present at the end of any tears. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted hernia repair surgical procedure, it was alleged that the tip cover accessory installed on a monopolar curved scissors (mcs) instrument was ripped all the way down to the gray silicone area with no evidence or claim of user mishandling/misuse. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Manufacturer narrative:
The mcs tip cover accessory has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted hernia repair surgical procedure, it was alleged that the tip cover accessory installed on a monopolar curved scissors (mcs) instrument was ripped all the way down to the gray silicone area with no evidence or claim of user mishandling/misuse. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hernia repair surgical procedure, the tip cover accessory installed on a monopolar curved scissors was ripped all the way down to the gray silicone area. The customer used a backup tip cover accessory to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tear is at the tip of the sheath down to the gray area. The customer always uses the tool to install the tip cover. There were no sparks or smoke noted. The surgeon used the full range of motion on the scissors, so there would be little tears. However, this incident was extended to beyond the gray portion. In relation to the reported event, on 11/05/2019, isi received medwatch report (uf/importer report # ((B)(4)) with the following information: "during use the tip of supply was torn. The device was removed from use and new supply given to surgeon."